Event description:
It was reported the subject device alarmed an endoscope communication error (b30). This occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g6, h2, h3, h6, h11. Corrected fields: a1, b6, b7 in addition, the following reportable malfunctions were identified during the device evaluation: failure of the video connector socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.